Event description:
It was reported that the lead detected an arrhythmia and shocked appropriately; however, undersensing was noted before and after the "charge end." It was also reported the patient was symptomatic. Follow-up was conducted to obtain information on the patient and whether the event was lead related, but the attempts were unsuccessful. Records indicate the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the actual lead was not received for evaluation. Performance data were collected from the device and analyzed. Programmer data revealed various ventricular undersensing on (B)(6) 2012.